Manufacturer narrative:
B3: date of event - aware date of (B)(6) 2024 used as event date is unknown. Literature citation: joury a., et al. 2020. Large cystic intracardiac mass overlying left atrial appendage occlusion device: a case report and literature review. Cardiovascular imaging case reports: volume 5, number 1. 10 december 2020. Pages 12-15.

Event description:
It was reported that bacteremia and likely device-related infection shortly after implantation occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds). Ten (10) days post index procedure the patient presented to the emergency department with fatigue and an instance of mechanical fall. Head computed tomography (CT) was performed due to thrombocytopenia and history of fall and it was negative for intracranial bleeding. An x-ray of the foot showed blurring of bone borders of the great toe and bone destruction with high suspicion of osteomyelitis. One (1) day post admittance to the hospital blood cultures tested positive for methicillin-resistant staphylococcus aureus (mrsa). Transesophageal echocardiogram (tee) revealed a 3 by 2cm well-organized echodensity with echolucent rim surrounding an echodense center adherent to the surface of the closure device which was identified as a large device-related infection. Broad-spectrum antibiotics were initiated. The source of the mrsa bacteremia was confirmed to be the chronic ulceration of the right distal hallux. The patient underwent surgical amputation of the right great toe without complications. The patient was instructed to continue antibiotics and anticoagulant medication until further interventions for possible explanation of the closure device and removal of the adherent mass were determined.